Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated their quality control (qc) was out of range two days before the event. The ccc reviewed the data provided. The ccc ran auto-alignment for reagent arm 3 and 4 and sample probe 2, resulting within range. The ccc primed the probes. The ccc reset the instrument, and ran qc. One result from level 1 qc was out of range. The ccc ran auto-alignment on the integrated multisensor technology (imt) probe, resulting in range. The ccc reset the instrument and ran qc, resulting in range. The customer ran qc, resulting in range. The customer performed cleaning on the aliquot probe and the aliquot probe drain. The customer ran qc for urine urinary cerebrospinal fluid protein (ucfp), resulting within range. A siemens headquarters support center reviewed the event. The cause of the discordant, falsely depressed urinary cerebrospinal fluid protein result is from a compromised aliquot probe and or drain. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed urinary cerebrospinal fluid protein result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s), which was questioned. The customer repeated the same sample on the same dimension vista instrument, resulting higher but flagged with "above assay range". The sample was auto-repeated on the same instrument with a 1:10 dilution, resulting higher than the original, but again flagged with "above assay range". The customer issued a corrected report, for the second repeat, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urinary cerebrospinal fluid protein.